Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate 0.168 mg/day of morphine and 4.20 mcg/day of baclofen. H3: analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in italy who received unknown baclofen 667 mcg/ml at an unknown dose and morphine 26,6 mg/ml at an unknown dose via an implantable pump. It was reported that during normal use a motor stall occurred and the patient experienced pain symptoms. The pump logs did not indicate that the stall had recovered. The physician programmed the pump to minimum rate. The pump logs from (B)(6) 2017 indicated that the motor stall occurred on (B)(6) 2017 at 06:42 and not (B)(6) 2017 (the representative¿s reported event date). The logs also indicated the estimated replacement indicator was 29 months. The pump status was reported as implanted but out-of-service and the pump was to be replaced in the future. Actions/interventions were reported as not yet taken but the pump would be replaced soon. A specific date was not provided despite inquiry. Diagnostic testing/troubleshooting included the pump logs indicated a motor stall. As reported, it was unknown if there were an environmental, external, or patient factors that might have led or contributed to the event. At the time of the reported, the issue was not resolved and the patient¿s status was reported as alive-no-injury. The implant date was reported as (B)(6) 2012 and this was being clarified as this was prior to the manufacturing date. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further provided that the provided implant date of (B)(6) 2012 was approximate. The estimated elective replacement (eri) was 29 months, and to consider the year 2016 as the year of implant. Clarification of this information was requested. The pump had since not recovered. No other error message was observed, only the ¿#3¿ in logs for motor stall. The replacement had not yet been planned and it was unknown if the pump would be returned upon explant. Additional information was received. The pump was at minimum rate, delivering compounded baclofen at 4.2 mcg/day and morphine at 0.168 mg/day. The representative stated the event date was (B)(6) 2017, however, as previously mentioned, the logs showed the motor stall occurred on (B)(6) 2017. The pump implant date was given as (B)(6) 2013. It was reported the pump had sounded for motor stall, and the hcp had decided to explant and replace the pump. The replacement occurred on (B)(6) 2017. The patient was receiving effective therapy and felt fine. The issue was resolved. The representative stated the pump was already sent for return. Pump logs were provided. The logs showed the motor stall occurred on (B)(6) 2017at 07:36. A tube set message appeared on (B)(6) 2017 at 07:36, and a recovery occurred the same date at 07:38.